Manufacturer narrative:
(B)(4). The customer reported the ac power module was buzzing and a lot of electrical noise. There was no reported patient involvement. The customer tested the device with another module and worked fine and no buzzing. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation.

Event description:
The customer reported, the ac power module was buzzing and a lot of electrical noise. There was no reported patient involvement.